Event description:
It was reported that the patient presented for follow-up. The pulse generator exhibited back-up vvi operation. After a software download, the device resumed to normal function. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).